Manufacturer narrative:
Based on the analysis, it was determined that this event be reported to the FDA. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 37 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was returned without documentation from medtronic. After calling medtronic, boston scientific, st. Jude medical and ela, none had patient information on file. The patient's following physician had no information on file. There are no known complaints against this device. Should additional information be received, this file will be updated. 4/12/16 - based on the analysis, it was determined that this event be reported to the FDA.